Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite. This issue was found during gpio upgrade. The system board was coming on after all power was removed and the umbilical cable was unplugged. The power conversion module was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect power conversion module was returned to the manufacturer for evaluation, however, no results are available at this time.

Event description:
A medtronic representative reported that outside of a procedure, there was a problem with the imaging system power conversion. The representative reported that the system turned on when unplugged from the wall. This issue was discovered during gpio replacement. No patient was present when this issue was identified.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the transistor was found to be defective. Analysis found that the reported event was related to an electrical issue.